Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the stenosed left common iliac artery, the pta balloon was allegedly ruptured at 10 atm during the first inflation. It was further reported that there was allegedly a little resistance while retrieving the balloon through the sheath. Furthermore, after multiple attempts, it was retrieved as a whole without removal of the sheath. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the common iliac artery, the pta balloon allegedly ruptured at 10 atm upon inflation. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 dilatation catheter was received for evaluation. During visual evaluation, a longitudinal rupture was noted to the balloon. Due to the condition of the device, no functional testing was performed. Therefore, the investigation is confirmed for the reported balloon rupture as a longitudinal rupture was noted to the balloon. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d4 (unique identifier (UDI) #), h6 (method, result). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture and difficult to remove issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 10/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the stenosed left common iliac artery, the pta balloon was allegedly ruptured at 10 atm during the first inflation. It was further reported that there was allegedly a little resistance while retrieving the balloon through the sheath. Furthermore, after multiple attempts, it was retrieved as a whole without removal of the sheath. There was no reported patient injury.